Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, when the needle plunger was pulled from the device, the suture was not present because the needles did not engage with the cuffs. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that it was partially deployed and returned without the needle plunger and the anterior needle. The anterior needle had been detached from the anterior cuff. The posterior cuff with the posterior needle tip remained in the posterior foot pocket. The entire suture was returned pulled out from the device. Based on these findings, the posterior cuff was not ejected from the posterior foot pocket during needle plunger deployment creating a needle-to-cuff miss, as evidenced by the posterior cuff remaining in the posterior foot pocket. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the posterior foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the anterior needle detaching from the anterior cuff. These findings are consistent with and confirm the reported experience. During testing, a proxy needle plunger was inserted into the body of the device resulting in acceptable needle trajectory. Additionally, the needle trajectory of each device is inspected twice during manufacturing. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing and a quality control audit inspection is performed to verify product quality. A needle-to-cuff miss or partial deployment can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during needle plunger deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall. Additionally, the incomplete ejection of the posterior cuff indicates that deployment of the needle plunger may have not been fully completed. The instructions for use (IFU) state under smc device placement, while maintaining device position, deploy the needles by pushing on the needle plunger assembly until the collar of the needle plunger makes contact with the proximal end of the body. Visually confirm that the collar of the needle plunger is in contact with the body of the device. Inadequate needle plunger deployment can result in an incomplete ejection of the needle and cuff from the foot pocket, as detected in this case. However, this could not be conclusively determined. Based on the evaluation of the returned device, inspection criteria during manufacturing, and the reported case information, the needle-to-cuff miss experienced during the procedure appears to be related to the operational context in which the device was used. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report. There does not appear to be any indications of a product quality issue or a lot specific product quality deficiency.